Event description:
Allomax opened and curled instantly. It was very hard and did not have the usual consistency. Packaging was intact before it was opened. Surgery was delayed while another product was retrieved. Patient's anesthesia time increased by about 15 minutes.